Event description:
Country of complaint: (B)(6). The product was being used in a rabbit spay operation and it wouldn't hold, they tried to tie it but it just wasn't knotting properly.

Manufacturer narrative:
Manufacturing site evaluation: samples received: 6 unopened pouches. There are no previous complaints of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in OEM stock. Tightness test to the samples received has been performed and the units are tight. We have tested the knot security control of the samples received and the results are into the current range for this thread and size. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: although the results of the samples received are into the current range for this thread and size, we take note of this incident in order to assess if new or additional actions are needed. Corrective/preventive actions: not applicable.